Event description:
It was reported user error issues particularly with "programming in the wrong profile or the training profile." An example given was when the user had a patient in pediatric intensive care unit (picu) programmed an infusion under adult profile. This was reported to bd representatives during their site visit. The customer is requesting the manufacturer for a product enhancement by requiring the clinician to select a profile every time new patient is selected. There was patient involvement but no harm. Although requested, the customer did not provide any additional information and no product has been returned for investigation.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue of a use error was reportedly attributed to user programming; however, it could not be confirmed as reported without having the pcu event log for analysis.

Event description:
It was reported user error issues particularly with "programming in the wrong profile or the training profile." An example given was when the user had a patient in pediatric intensive care unit (picu) programmed an infusion under adult profile. This was reported to bd representatives during their site visit. The customer is requesting the manufacturer for a product enhancement by requiring the clinician to select a profile every time new patient is selected. There was patient involvement but no harm. Although requested, the customer did not provide any additional information and no product has been returned for investigation.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.